Event description:
It was observed during the device inspection that the bronchovideoscope bending section had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided the foreign material could not be identified. However, the device was sent to olympus without undergoing reprocessing at the user facility. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.